Event description:
It was reported that the patient presented to the hospital for a schedule device exchange procedure. During the procedure, the left ventricular (lv) lead, which was previously dislodged, confirmed via x-ray and was turned off at that time was explanted and replaced on the same procedure. The patient was stable throughout the procedure.